Event description:
It was reported that the patient presented in clinic. Device interrogation revealed automatic mode switch (ams) due to post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.